Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2025 by the orthopedic journal of sports medicine titled ¿immediate weightbearing after augmented modified broström reconstruction: a retrospective review of an accelerated rehabilitation protocol¿. The study reviewed one hundred nineteen (119) patients who underwent foot and ankle procedures using arthrex fibertak devices. Thirteen (13) patients were documented to have had ankle instability resulting in four (4) patients experiencing persistent complex regional pain syndrome during the sixteen (16) month follow-up period. Ref: martin, k. D., et al. (2025). "Immediate weightbearing after augmented modified broström reconstruction: a retrospective review of an accelerated rehabilitation protocol." Orthop j sports med 13(11): 23259671251389196.